Manufacturer narrative:
(B)(4). The customer reported the unit has no display. The reported symptom was clarified as unit failed to boot up intermittently. There was no report of pt involvement. The unit was evaluated by a third party engineer and the issue was resolved by replacing the optical switch.

Event description:
The customer reported the unit has no display. The reported symptom was clarified as unit failed to boot up intermittently. There was no report of pt involvement.